Event description:
During the device evaluation, the control unit on the videoscope was found to be sticky due to water leakage. No patients were involved in this event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the most probable cause of the complaint is attributed to damage of parts due to deterioration, leakage, or physical stress, consistent with expected or random component failure, with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.